Manufacturer narrative:
The reported event cannot be evaluated or confirmed via laboratory testing.

Event description:
It was reported the patient underwent surgical intervention due to discomfort at the scs ipg site. The patient's scs ipg was moved from gluteal to flank position. During the procedure the physician decided to also replace the ipg. The ipg was replaced and the procedure was completed as intended.